Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that coronary artery spasm occurred. In (B)(6) 2012, the patient's qualifying condition was unstable angina and myocardial infarction (mi). Coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement of a 3.50 x16mm promus element¿ plus stent , resulting in 0% residual stenosis. The target lesion #2 was a de novo lesion located in the first left posterolateral artery (1st lpl) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 16 mm promus element¿ plus stent. Following placement of 3.00 x 16 mm promus element¿ plus stent in 1st lpl, coronary artery spasm was noted. Intracoronary nitroglycerin and angiomax were administered to treat the spasm. Following post dilatation, residual stenosis was 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and ticagrelor.